Manufacturer narrative:
A specific root cause could not be determined. Calibration results show a variation of the calculated internal standard concentration. The lowest calculated internal standard concentration occurred during the calibration used for sample measurement. The low measured internal standard concentration value is likely caused by standards that were left open too long allowing for evaporation. The fact that the customer could observe a low drift of the results during the daily routine indicates a contamination problem of the ise line. The decontamination procedure performed by the field service representative was a proper corrective measure. It removed the contamination and improved the performance of the system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the quality controls and patient samples drifted low for ion selective electrode (ise) sodium. The issue was noticed near the end of the morning run and a number of delta checks were trending low for ise sodium. The customer ran quality control material and showed that a drift lower had occurred. The customer questioned a total of five samples tested for ise sodium and repeated these after running calibration and quality controls. Of the five samples, two were found to have erroneous results which were reported outside of the laboratory. The customer ran precision studies both before and after the calibration and quality control run. The precision studies and patient samples all exhibited a delta of approximately 5 mmol/l. Sample one initially resulted as 115 mmol/l and this value was reported outside of the laboratory. The sample was repeated after calibration and quality controls were performed. The repeat resulted as 122 mmol/l accompanied by a data flag. The sample was repeated a second time on a different c501 analyzer and resulted as 121 mmol/l accompanied by a data flag. The repeat value of 122 mmol/l was believed to be correct. The customer did not issue a corrected report for this sample. Sample two, from a (B)(6) old male patient born on (B)(6), initially resulted as 133 mmol/l and this value was reported outside of the laboratory. The sample was repeated after calibration and quality controls were performed. The repeat resulted as 139 mmol/l. The sample was repeated a second time on a different c501 analyzer and resulted as 138 mmol/l accompanied by a data flag. The repeat value of 139 mmol/l was believed to be correct. The customer did not issue a corrected report for this sample. The patients were not adversely affected. The customer was asked, but did not provide the ise sodium electrode lot number or expiration date. The field service representative could not determine a cause. He performed a decontamination of the ise module and performed precision studies. Post service quality control processing indicated that sodium recovered higher than the morning quality control run. The customer indicated that the control results were acceptable. Results were found to be within specifications and the analyzer was determined to be operating without issue.